Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that after the dental implant was installed and it was verified its non osseointegration. The 40 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type ii.